Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got them out in november') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gluten sensitivity ("allergic to gluten"), lactose intolerance ("lactose intolerant"), gastric disorder ("stomach issues") and abdominal distension ("bloat"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the gluten sensitivity, lactose intolerance, gastric disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, gastric disorder, gluten sensitivity, lactose intolerance and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got them out in november') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gluten sensitivity ("allergic to gluten"), lactose intolerance ("lactose intolerant"), gastric disorder ("stomach issues") and abdominal distension ("bloat"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the gluten sensitivity, lactose intolerance, gastric disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, gastric disorder, gluten sensitivity, lactose intolerance and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.